Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient felt a ¿wire¿ lying across their battery. It was noted the patient experienced excessive stimulation, a shocking sensation, down their leg when exiting their vehicle.